Manufacturer narrative:
The manufacturer previously reported receiving information alleging a device is showing ventilator inoperative. There was no harm or injury reported. The device was not in patient use. The device has been returned to the manufacturer, but evaluation has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was evaluated by third party service center and the customer's complaint was not able to reproduced. During the evaluation of the device, the device failed a test step during testing. The device's blower calibration was performed to address the issue.

Event description:
The manufacturer received information alleging a device is showing ventilator inoperative. There was no harm or injury reported. The device was not in patient use. The device has been returned to the manufacturer, but evaluation has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete.